Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with tachycardia and atrial fibrillation (af) four days post implant. Diagnostics revealed undefined high impedance, "gross" oversensing, intermittent capture and polarity switch on the right ventricular (rv) lead. Noise was also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.